Event description:
Advanced bionics was made aware that the patient developed an infection in her outer ear canal which spread to the mastoid bone. The patient underwent surgery two weeks prior to deal with the infection in the mastoid bone and is responding to antibiotics (type unknown). Advanced bionics is in the process of gathering more information; once more information is obtained a supplemental report will be submitted.